Manufacturer narrative:
A visual analysis was performed on the returned device. The reported material separation (shaft) was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. It is possible that inadvertent mishandling during unpacking or preparation for use of the device contributed to the reported shaft separation and noted stent deformation (mangled); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the 3x48mm xience xpedition stent delivery system (sds) from the dispenser hoop, the sds was noted to have separated at the shaft in two pieces; therefore, the sds was not used in the procedure. Another abbott sds was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.